Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in australia that during an arthroscopy procedure on an unknown date, it was observed that the barrel tornado burr 5.5mm device would not engage correctly with the shaver handpiece then would cut in and out during use as it was not fully clicked in. The surgery was completed successfully but was delayed a couple of minutes. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Devices reported in this complaint were not received for evaluation, however; other devices reported under other customer complaints for the issue ¿cutter cannot snap onto the micro tornado shaver¿ were received and analyzed. A manufacturing record evaluation was performed for the finished device lot number: m2105041, and no non conformances were identified. The investigation was divided into two stages, 1st stage consisted in complaint burr visual inspection and functional test at the product analysis lab, the result for this test indicated that the devices could not be assembled into micro tornado handpiece (B)(4). Due to these results, the burrs were then measured, and it was identified that 2 burr features of the outer blade hub were over the upper limit. Devices were sent to r&d lab to continue with the investigation. The part underwent dimensional inspection, where it was confirmed that 2 burr features were oversized (12.575mm feature and 15.72mm feature). Manufacturing was notified about the condition and a nonconformance record was created to continue the investigation, root cause determination and mitigation of the issue. Depuy synthese mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device lot number: m2105041, and no non conformances were identified. H4: the device manufacture date was unknown in the initial report and has been updated accordingly.